Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
The patient was revised to address pain and loosening of the femoral component at the cement to implant interface. Unknown cement was used. It is unknown when the knee was implanted. The femoral component is loose on x-ray, and came off with hands only. There was no cement stuck to the back of the implant. The tibial tray looked on x-ray to be solid, but after moderate taps, the tray came out too, and had no cement on its backside. The patella was well fixed and retained. Doi: unknown. Dor: (B)(6) 2020. Right knee.